Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was a 911 call for her high blood glucose. Customer's blood glucose reading at the time of 911 call was unknown. Customer states that she was in diabetic ketoacidosis (dka) and then she started hallucinating. Customer states that she was in a accident (B)(6) 2014 for diabetic ketoacidosis (dka) and totalled the family car. Customer was not wearing the pump at the time of emergency room visit. Nothing further reported.